Manufacturer narrative:
(B)(4). Analysis results were unavailable at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's implantable neurostimulator (ins) had become painful under her skin after she lost weight. The pt was offered the option of repositioning the ins or having it explanted. She requested that the ins be explanted. The pt recovered without sequela. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Final device analysis of the lead and extensions revealed no anomalies; lead and extensions were functionally ok.